Event description:
Info rec'd indicates the hi/low function is drifting.

Manufacturer narrative:
The technician found the hi/low drive brake was dirty with grease. He cleaned and degreased the hi/low drive brake assembly to repair the bed.